Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the system was outside of use when the issue occurred. It was reported to philips that the system would not power on. The remote service engineer (rse) analyzed the system remotely and identified the system was on battery mode and the power was missing. The customer informed the service will be taken care by themselves. Review of system log file identified issues related to geo pc, however the root cause cannot be determined. The rse advised the customer to reach out to philips for any further assistance. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.